Event description:
It was reported that during a pta treatment procedure in the right superficial femoral artery, balloon deflation difficulties were encountered. The customer stated that, lesion being treated was calcified with 90% stenosis. The sheath was inserted from the left common femoral artery and the guidewire was advanced to the lesion by contralateral approach. The lesion was dilated with the symmetry balloon and "when the balloon was deflating, the center of the balloon was deflated, but the both edge of the balloon were not deflated under fluoroscopy." The physician attempted to deflate the balloon several times and was unable to deflate it. The balloon was subsequently deflated with a thrombectomy system. When the physician was removing the balloon, "the balloon was caught at entrance of the sheath, and the balloon was withdrawn with the sheath together." The procedure was completed with a different device with no pt complications. Current pt status is reported as "good."